Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, and oversensing, which led to inappropriate shocks. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. Reprogramming efforts were performed. No additional adverse patient effects were reported. The device remains in service.